Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, tried to deploy the clip and it would not release from catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, tried to deploy the clip and it would not release from catheter. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and fully deployed; the catheter and control wire were cut, and under microscopic inspection, the clip was found detached in an open state, with the catheter and control wire confirmed to be cut, while the distance between the bushing hooks was measured using a microscope vision system. No other problems with the device were noted. Upon analysis, it is likely that the physician experienced difficulties during clip deployment, which may have led to the decision to cut the control wire. Contributing factors could include the application of excessive force during deployment or the use of pliers to manually pull the control wire in an attempt to aid clip release. Procedural elements such as endoscope angulation and deployment technique may also have played a role. Regarding the clip being found in an open state, the most probable cause is an attempt to grasp an excessive amount of tissue, which may have applied a tangential load to the clip assembly. This likely caused the yoke to open the locking tabs without successfully activating the clip arms. Therefore, the most probable root cause of this complaint is cause not established.